Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient said "even if their stimulation is off they have numbness in their ankle and feet, like they do when it's on, so it doesn¿t matter if it's on or off." The patient stated this started "a week or so ago" and confirmed it was in (B)(6) of 2019. The patient stated she is leaving her stimulation off "for a few days", but she still has this feeling in her feet. The patient reported that she had fallen which could be related to this stimulation issue. No further complications were reported. No additional patient symptoms were reported.